Event description:
(B)(4). It was reported that post a stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization. The 30mm x 3.0 mm, 99% stenosed target lesion was located in the proximal right coronary artery (rca) extending to the mid rca. The target lesion was treated with pre-dilatation and the placement of a 3.0 x 38 mm study stent. After the stent was implanted, a grade c dissection occurred distal to the target lesion. A second 3.0 x 36mm non-study drug eluting stent was implanted. The site reported that the dissection was probably not associated with the study stent, but possibly caused by a non-bsc guide wire. Three days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented for a follow up visit and proximal coronary artery dissection stenosis was noted. The stenosis was treated with balloon catheter dilatation. The event was resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).